Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw509626.

Event description:
A voluntary medwatch report was received on (B)(6) 2020. It was reported that a transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.